Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings, and the battery status was still at beginning of life (bol). A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the oversensing during the implant procedure.

Event description:
A supplemental report is being sent with analysis details.

Event description:
It was reported that this pacemaker was an attempted implant, and not used due to oversensing. The device was returned for analysis. No adverse patient effects were reported.